Event description:
The reported b30 error occurred at the beginning of an unspecified diagnostic procedure. The intended procedure was completed, but the subject device was not used to complete the procedure. There was no delay in the procedure.

Manufacturer narrative:
Updated fields: b5, h4 this report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined a faulty video connector socket. Since no further information could be obtained, we could not identify the cause of the faulty video connector socket. Olympus will continue to monitor the field performance of this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to olympus, a b30(scope communication error) displayed on the evis exera iii xenon light source. The processors contacts were cleaned; however, the error was consistent. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered connector socket was defective/ worn out a non ¿ olympus lamp and it was over 500 hours. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.